Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's left hip was revised due to dislocation of the bipolar component from the patient's native acetabulum. The bipolar component and head were revised to a total hip. Rep confirmed there are no allegations against the revised femoral head. Branch provided the primary usage sheet, and rep confirmed that no further information will be released by the hospital or surgeon.